Manufacturer narrative:
Updated customer problem statement and patient impact statement.

Event description:
It was reported to philips that the device's "defibrillation board has an anomaly." The device showed a "discharge error". There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the device's "defibrillation board has an anomaly." The device showed a "discharge error". There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device's "defibrillation board has an anomaly." The device showed a "discharge error" and powered off. There was no reported patient involvement.